Manufacturer narrative:
Zoll medical corporation has not received the product, and this complaint is still under investigation.

Event description:
Complainant alleged that when performing a 30 joule self-test by a female nurse, the device delivered a shock to the nurse. Complainant indicated that the nurse received 2nd or 3rd degree burns.